Event description:
A distributor reported that a touchscreen of a pump was cracked and shattered, resulting in a broken screen that was black and non-functional. There was no reported impact to the customer's blood glucose level as the bg value was not provided. The customer awaited the return of the pump for further examination, and a replacement pump was arranged with a new serial number.